Event description:
As reported, the customer informed that there was no balloon on the catheter. Additional information revealed that the event occurred before use on patient. During set up, the staff noticed that the balloon on the tip of the catheter was missing. Some "parts" that could have been a part of a balloon were observed. The catheter was never in contact with blood or the patient. The catheter was handled under sterile conditions so there is no contamination.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Evaluation of the returned product refuted the customer report of "balloon in the tip of the catheter was missing". Balloon leakage was identified through a tear, about 0.040" in length proximal of the distal bond. The balloon was immersed in water and pressurized with air to visually determine the source of leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed on catheter body. No manufacturing non-conformances were identified during the evaluation. A review of the manufacturing records indicated that the product met specifications upon release. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.